Event description:
As reported, during an embolectomy the balloon of the fogarty catheter burst and a piece of the balloon was detached inside the patient. Users were able to retrieve the detached fragment from the patient. The device will be returned for evaluation. Further information has been requested.

Manufacturer narrative:
We received one 620404f occlusion catheter for examination. The balloon and balloon windings appear to have been pulled off the catheter tip. The proximal windings are missing and were not returned and there also appears to be a portion of the latex missing. The distal windings and a portion of the latex were returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The nominal pull force for this catheter is 2.0 lbs with a min of 1.5 lbs on a inflated balloon. A supplemental report will be forthcoming with the device history record and any additional information.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. Multiple attempts have been made to the hospital for additional information. At this time no response has been given.